Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Literature article: toshihiro matsumoto et al., two cases of myopia due to increased axial length after insertion of an intraocular lens in only one eye: journal of the kanagawa medical society: 01-jul-2022, 49(2),p53. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article published and also same patient information received via the power point presentation (ppt) about a case of myopia due to increased axial length after insertion of an intraocular lens (iol) in only one eye was experienced. This file information is related to the right eye of the patient. The patient underwent trauma surgery 18 years ago, resulting in an aphakic eye. Visual acuity (va) were od (1.2) and os (1.0), there was no difference of refraction value between both eyes. Post twenty-two years following iol implantation surgery, the eye became myopic, and the axial length increased from 23.69 mm to 25.02 mm. The author was concluded that the blockage of ultraviolet rays by intraocular lens insertion may have contributed to the increase in axial length. The violet light was blocked by the insertion of the uv cut iol, which was thought to be one of the reasons that the axis length was elongated and myopia. Also author stated that, did not know whether the events are health problems caused by iol. Author thought it makes more sense to think the events were due to iol. It may be a matter of sensitivity of the affected eye. No further information available.